Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint product was returned for analysis. Please refer to section d10 for product return date. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
The report received from the sales representative indicated that the brite tip sheath (accessory to optease filter) would not enter the left groin. The tip of the sheath is now deformed (frayed). The device was easily removed intact from the patient. A different sheath was used to successfully complete the procedure. There was no patient injury reported. The device will be returned for inspection. The access site was not calcified, stenosed, or tortuous. The product appeared normal when taken from its packaging. No anomalies were noted prior to inserting the device into the patient. There was no difficulty flushing and assembling the devices. Excessive force was not used to insert the sheath. A dilator was used with the sheath.

Manufacturer narrative:
Complaint conclusion: complaint conclusion: the report received from the sales representative indicated that the brite tip sheath (accessory to optease filter) would not enter the left groin. The tip of the sheath became deformed (frayed) and was easily removed intact from the patient. A different sheath was used to successfully complete the procedure. The access site was not calcified, stenosed, or tortuous. The product appeared normal when taken from its packaging. No anomalies were noted prior to inserting the device into the patient. There was no difficulty flushing and assembling the devices. Excessive force was not used to insert the sheath. A dilator was used with the sheath. There was no patient injury reported. A non sterile optease retrievable filter cannula and a non-sterile vessel dilator were received for analysis inside a plastic bag. Per visual analysis the distal tip of the cannula was found frayed/split/torn. No other issues were found. The damaged area was inspected under vision system and evidences of elongations were found at the surroundings areas of separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as ¿catheter sheath introducer (csi) - insertion difficulty¿ could not be evaluated due to the nature of the complaint (insertion difficulty in patient artery). However, it could be related to the brite tip - frayed/split/torn condition found. The complaint reported by the customer ¿brite tip - frayed/split/torn¿ was confirmed by the condition of the received sheath introducer. The cause of this frayed/split/torn reported by the customer during procedure could not be conclusively determined during the analysis. However, it does not appear to be product manufacturing related since evidences of elongations were found at the surroundings areas of separation. Elongation is a common characteristic of pieces which were stretched/pulled until separation. Handling and procedural factors may have contributed to the csi tip frayed/split/torn condition found. The csi is inspected during manufacturing process for damages on tip; the produced units are inspected 100 % before leaving the facility. Therefore, no corrective or preventive action will be taken at this time. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.